Manufacturer narrative:
Many good faith efforts have been made to obtain additional information from the customer; however, there was no response. The resolution and disposition are unknown.

Event description:
The customer reported the device keeps showing an led failure (ec 1105). The device context of use is unknown. No patient or user harm was reported. The customer spoke with a philips remote service engineer (rse). The customer verified the failure in the event log and found (ec 1105). The rse instructed the customer to disconnect all power. If the error code did not reoccur when the power was connected, no further action is needed. If the error code reoccurs possible solutions include replacing the power switch overlay, the pm pcba, the ui pcba, and/or replace the ui to pm pcba cable. The rse provided the customer with the part numbers for the power switch overlay and the pm pcba. Further information is pending.